Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl resulting in loss of consciousness and hospitalization. Bg cause was not known. Customer was treated with intravenous saline, insulin, and dextrose to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Tandem technical support performed a systems check and verified that pump was working as intended. Customer acknowledged information. Reportedly, the customer reverted to manual injections for insulin therapy.